Event description:
Related manufacturer reference number: 1627487-2021-14432. It was reported the patient experienced pain at the s1 lead site. Surgical intervention took place wherein the lead was explanted. Pain has resolved. It is unknown which s1 lead was explanted. As such, both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.